Event description:
During a lap appendectomy the endo gia stapler was opened and would not open. The stapler was replaced and the broken one removed from the field. Ref #030449, lot #n3l0664x. Also, when a stapler load was opened, a staple came loose from the load onto the back table. The ref #030454, lot #n3j0226lx staple load was removed from the field and replaced. The loose staple was also removed from the field and confined with the malfunctioning equipment to be returned to the manufacturer.